Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump got wet and the numbers are scrolling. Customer also indicated that a battery out alarm was received. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen noted. The insulin pump had unresponsive up and down buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.